Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported that she experienced elevated blood glucose (bg) up to 600 mg/dl with nausea and vomiting for two days. Specific dates for the bg excursions were not given. She stated that she administered correction injections, and that her bg at the time of the call to animas customer support (cs) was 337mg/dl. Cs reviewed the pump with the patient and found that all settings were correct and histories matched. There were no significant alarms found in the pump history. A review of the prime history revealed that the site/set had been changed. The patient confirmed having no issues with infusion set insertion; she denied bent cannulas and air bubbles. The patient also confirmed no issues with insertion sites, but stated that she normally only uses her belly for sites, and had rotated to other areas with two set changes to attempt to correct the elevated bg. The patient confirmed that there was no leaking and no air bubbles with the cartridges, and stated that she had recently changed cartridges. The patient stated that she was able to successfully prime and bolus into the air while on the phone with cs. The patient stated that she had surgery a week prior to the reported bg excursions. Cs determined there were no mechanical issues with the pump, and recommended that the patient discuss the effects of surgery on bg as well as discuss site selection and rotation. This complaint is being reported due to the patient's alleged hyperglycemic event while using insulin pump therapy.

Manufacturer narrative:
Follow-up #1 12/07/2011-device evaluation: the pump has been returned and evaluated by product analysis on 11/14/2011 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. Test boluses were performed and were recorded correctly in the pump history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.